Event description:
"Midas rex iii had an explosion on the hose during surgery" was reported by the foreign distributor. The surgeon was raged with the accident. The motor was working well before the explosion. Suddenly the explosion occurred like an explosion of a balloon. No pt/user injury occurred. Another motor was use to finished the procedure.